Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had infusion set leak. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the leak is coming from the reservoir compartment but she doesn't know. The customer was calling to get the pump replace and declined to troubleshoot. The customer was provided repair and replace policy.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow buttons and intermittent buttons due to corroded keypad traces. The insulin pump was tested after cleaning the keypad traces; the operating currents are within specifications, passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, no traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump had cracked case at the display window corners, cracked belt clip slot and minor scratched lcd window.